Manufacturer narrative:
Block b3: exact date unknown, event occurred in ocotber 2024. Additional suspect medical device components involved in the event: product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 214018. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7088367. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 28347406.

Event description:
It was reported that wires were coming out and the patient developed an infection at the midline incision. Symptom of discomfort at the midline incision was noted. It was unknown what caused the infection. The patient was prescribed with medication and all components were explanted. The explanted devices will not be returned per hospital policy and patient is currently doing well.